Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose of 74 mg/dl after lunch while using the ilet and corrected with oral glucose tablets; device data review showed appropriate meal announcements and no egregious dosing behavior, with a slight low following a slight postprandial high the prior day. Symptoms included no reported clinical manifestations. Outcomes included self-treatment without outside assistance or medical intervention, and no device alerts occurred because the glucose did not cross the low alert threshold. Investigation included review of available device data and user training status, with plans for additional training and consideration of a factory reset if deemed appropriate by the user and trainer. Investigation of this case revealed no device malfunction and suggested glycemic variability as a potential contributor, with the device components functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user-level education and monitoring were appropriate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.